Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Visual inspection of the returned platform was performed; and head restraint bracket was noted to be damaged. Autopulse 1.1 is a reusable device and was manufactured prior to january 2010. The damage found is characteristic of normal wear and tear for the life of the device. The archive review was performed, and multiple system error were observed on 08/23/2016. The functional testing could not be performed as system error 139 (latch error) was observed upon powering on the device. In summary the customer's reported complaint was confirmed as system error was noted during archive review and during functional testing. The root cause for the reported complaint is related to the defective processor board. In-house processor board was installed and device was ran for 15 minutes without any fault or error.

Event description:
It was reported that during use on a patient, the autopulse displayed "system error" message. Manual CPR was performed when the device displayed error. No patient consequences were reported.